Event description:
It was reported the patient was discharged from the hospital 3 days after implant and the patient was still in some pain. It was noted the patient did take liquid pain medication for breath through pain. Following the implant, the patient has had two pump adjustments. The first was on (B)(6) and the patient reported being in extreme pain. Mobility was difficult and getting the patient in and out of a wheel chair was very time consuming due to the pain. Following the dose increase on (B)(6), the patient appeared "more drugged/totally sedated, floppy, increased sleepiness like she had a mental lobotomy, patient appeared to be in a mental fog, had slurred speech and difficulty talking." The patient also had nausea and the patient still had pain. It was noted that it was unclear if the patient symptoms were due to the progression of the disease. The patient's pump hcp was informed of the patient's symptoms and reported the patients stupor was not related to the infusion system. The patient was receiving 3.5mg/day (12.5mg/ml) of morphine and 1.065mg/day of bupivacaine. No patient outcome was reported. Additional follow-up is being performed.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been "deteriorating" since her last visit with the healthcare provider (hcp); the patient was very weak and had abdominal pain. The pump was used to deliver bupivacaine and morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.